Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high rv defibrillation coil impedance and the lead also exhibited variable rv coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.